Manufacturer narrative:
Device problem: (B)(4) - prosthetic valve stenosis. Device discarded and will not be returned. Additional manufacturer narrative: the device history record review will be reported once completed. There are many factors that may cause valve stenosis (e.g calcification, pannus growth...etc); without device return and evaluation, the root cause cannot be identified.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 156 months, due to prosthetic valve stenosis. Operative report indicates, " the echocardiogram confirmed a limited mobility of at least one of the three leaflets of the prosthetic valve, and a valve gradient of 40 to 45 mmhg".